Manufacturer narrative:
(B)(4). It was reported that the spin test was done after the gate cannulation, it seemed like the catheter was spinning within the gate but the catheter was probably spinning in the space near the flow divider in fact. It was confirmed that the contralateral leg component was deployed outside the gate. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: ruptured aneurysms. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and bypass. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an emergent endovascular treatment of a ruptured right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. After all devices were deployed without any issues, a catheter was advanced for confirmation angiography, but it could not be advanced near the flow divider. It was confirmed that the contralateral leg component was deployed outside the gate. The physician elected to convert the procedure to aui, and another contralateral leg component was deployed inside the trunk-ipsilateral leg component to exclude the contralateral side of the trunk component. Also, a femoral-femoral bypass was performed to preserve a blood flow to the left lower extremity. The patient tolerated the procedure. It was reported that the spin test was done after the gate cannulation, it seemed like the catheter was spinning within the gate but the catheter was probably spinning in the space near the flow divider in fact.